Event description:
Devices were applied in the or using the adhesive sensor probe. Once patients were transferred to the ccu; it was determined that there were pressure ulcers underneath the adhesive sensor probe. An intensive evaluation was completed and it was determined that the new lncs neo-l neonatal/adult sp o2 adhesive sensors were applied too tightly. The company had inserviced the staff; however, the emphasis was on the oximeter and not how to apply the sensor probe. These were discontinued and the previous lncs adtx adult sp o2 adhesive sensors were reinstituted with education to all staff. All three patients recovered fully.